Event description:
It was reported that the patient's device indicated high threshold through capture management. When the device was manually tested, the thresholds were within normal range. When a second in-office capture management test was done, the device aborted the test due to high threshold. The capture management was turned to "monitor only" and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was not returned for analysis. However, performance data collected from the device was received and analyzed. High outputs between oct 2012 and feb 2013 were observed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.